Event description:
It was reported that when using the bd pyxis¿ medbank tower after clicking the issue items button, no drawer opened. The customer reported that the nurse attempted to issue the item and observed the screen return to the patient order list, as if the item had been issued successfully, although no drawer opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a confirmed software pi/bug (pi 55845). The technical support specialist (tss) found in mql that there were no recent issue transactions for the patient/item and reviewed the windows log. The tss informed the customer that they were already aware of the bug, but no solution was available yet. The tss also explained that the workaround was to log off the cubex application and log back in to issue the item. The customer stated that user would inform both the pharmacy staff and the facilities about the workaround when the problem was detected. The system functioned as intended after the technical support specialist investigated the device and assisted the customer in resolving the problem.